Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker battery indications are fluctuating. At last patient follow up visit it stated 2.5 years remaining, recent follow up approximately 5 months later, it states 1 year remaining. There have been no programming changes made to the device. Technical services (ts) suggested that a memory download be performed and sent in for analysis, likely the battery is on the edge of one bin and about to go into another and that is the cause of the fluctuating readings. To date, no adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted and replaced for battery depletion.